Event description:
After placement of seprafilm, pt developed early postop small bowel obstruction and leukocytosis. Re-exploration-significant edema, induration, adherence, friability to tissues where seprafilm was placed (small bowel and mesentery). Abdomen was inoperable.